Manufacturer narrative:
Product event summary: the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient presented with a st-elevation myocardial infarction (stemi). During device check it was that there was a sudden right ventricular (rv) lead impedance trend increase. The patient was transferred to the intensive care unit (ICU) where they experienced false ventricular tachycardia (fvt), the device delivered two 25j shocks to successfully treat fvt events. The patient remained hospitalized due to stemi event and subsequent fvt episodes. Approximately one week later, the rv lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a st-elevation myocardial infarction (stemi). During device check it was that there was a sudden right ventricular (rv) lead impedance trend increase. The patient was transferred to the intensive care unit (ICU) where they experienced false ventricular tachycardia (fvt), the device delivered two 25j shocks to successfully treat fvt events. The patient remained hospitalized due to stemi event and subsequent fvt episodes. Approximately one week later, the rv lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.